Manufacturer narrative:
An evaluation was performed by the supplier and could not confirm the customer complaint for the screen turned green and couldn't get a picture. A visual inspection was performed and showed no damage to the device. Functional inspection indicated the returned device passed all criteria. No manufacturing related defects were observed. No further investigation is required.

Event description:
It was reported that during a procedure the screen turned green and couldn't get a picture. A back up device was available to complete the procedure. No patient injury or complications were reported.